Manufacturer narrative:
Device was manufactured between december 23, 2018 - december 24, 2018. Three (3) devices were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the spike port cap of all the samples. The reported problem was verified. The cause of the condition could not be determined. This issues is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. There was no patient involvement. No additional information is available.